Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse test drove two (2) different instrument types, monopolar curved scissors (mcs) instrument and bipolar instrument with no issues with intuitive motion nor opening/closing grip tips. The fse replaced the system's universal surgical manipulator (usm) to address the reported error(s) 23068 and 23069. Following the service, the system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. In regards to the alleged instrument issue, failure analysis (fa) investigation was unable to replicate during in-house testing. The unit passed normal mode and performed closing and opening the jaw (with multiple large needle driver) with no problem or issue of stoppage. The unit recognized multiple combination of instrument and sterile adapter. The carriage was free to move and had no sign of any defect that could restrict the movement of an instrument. The unit also passed carriage lissajous, carriage switches, carriage strength test, carriage sensors check, sine cycle and all carriage friction tests on patient side cart fixture test platform (pftp). Degrees of freedom (dof) 5,6,7,8 gearbox will be replaced as a precaution to the reported problem. In regards to reported errors 23068/23069 on the insertion axis, visual inspection found scratches and surface contamination on dof 4 cva disk.

Event description:
It was reported that during a da vinci-assisted ureteral reimplantation procedure the large needle driver instrument jaws were stuck on a suture on the system's universal surgical manipulator (usm) 3. An intuitive surgical, inc. (Isi) technical support engineer (tse) noted system logs showed errors 23069 and 23068, earlier in the day. The surgical staff used the instrument release tool (irt) to release the jaws from the suture prior to calling in, and replaced the instrument with another large needle driver instrument. The site explained the system is now working normally with the back-up instrument. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome. Isi followed up with the customer and obtained the following information: per the customer, the instrument was inspected prior to use and there no damage noted. The surgical staff encountered the issue when the surgeon was suturing the bladder closed. The suture locked on the needle driver and would not move. The instrument worked properly during the case, but locked after some use. The surgical staff did not notice any errors and the instrument did not encounter any obstructions between the jaws. When the instrument got the stuck, the irt was used and there was no tissue damage or bleeding that occurred. The site disposed of the instrument after use.